Manufacturer narrative:
A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient had intermittent episodes of supraventricular tachycardia (svt). This resolved with 150mg of amiodarone. The patient then developed svt which was likely atrial fibrillation with rapid ventricular response and aberrancy that required treatment with IV metoprolol. The patient reported no symptoms at the time of the event but oliguria and diminished flow were noted. Dobutamine was discontinued on (B)(6) 2021. The patient had no prior history of arrhythmias but the event was assessed to not be related to the device or therapy. The patient was discharged home on (B)(6) 2021 and was to continue follow-ups with providers.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.